Manufacturer narrative:
THE DEVICE HAS BEEN RECEIVED. HOWEVER, INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A 27MM NAVITOR VISION VALVE WAS SELECTED FOR IMPLANT USING A LARGE FLEXNAV DELIVERY SYSTEM (DS). PERCLOSE WAS PLACED ON PLACED ON THE LEFT FEMORAL ACCESS SITE. PRE-IMPLANT BALLOON AORTIC VALVULOPLASTY (PRE-BAV) WAS PERFORMED BY USING A 22MM, NON-ABBOTT BALLOON. DURING THE PROCEDURE, THE VALVE WAS ABLE TO BE IMPLANTED SUCCESSFULLY AT A DEPTH OF APPROXIMATELY 3MM ON THE NON-CORONARY CUSP (NCC). POST-IMPLANT, TRACE TO MILD PARAVALVULAR LEAK (PVL) WAS OBSERVED. POST-PROCEDURE APPROXIMATELY 30 MINUTES LATER, ACCESS SITE BLEEDING WAS NOTED ON THE LEFT FEMORAL ACCESS (NOT A FLEXNAV ACCESS SITE), THERE WAS A HEMATOMA WHICH WAS MANAGED WITH MANUAL PRESSURE. ON THE RECOVERY FLOOR AREA, THE PATIENT BEGAN TO DECOMPENSATE WITH A CLINICAL PRESENTATION OF PULMONARY EDEMA, HYPOXEMIC RESPIRATORY FAILURE AND CARDIOGENIC SHOCK. ON THE FOLLOWING DAY, TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE) REVEALED, TRANSVALVULAR LEAK. ON (B)(6) 2026, THE VALVE WAS EXPLANTED SURGICALLY, AND EXAMINATION OF THE EXPLANTED DEVICE REVEALED IMMOBILITY OF TWO LEAFLETS. SURGICAL AORTIC VALVE REPLACEMENT WAS PERFORMED. POST-EXPLANT, THE PATIENT SUFFERED A STROKE AND NEVER REGAINED NEUROLOGIC STATUS AND PRONOUNCED TO BE DECEASED.

Manufacturer narrative:
An event of a central regurgitation, leaflet incomplete coaptation, aortic valve insufficiency, pulmonary edema, hypoxemic respiratory failure, cardiogenic shock, stroke, and death were reported. The valve was returned to Abbott for investigation and appeared in a dehydrated state. The condition of the valve precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and medical review, the cause for the reported central regurgitation and leaflet incomplete coaptation could not be determined. The exact cause of death cannot be determined due to the limited clinical data provided. The reported patient effects, including aortic valve insufficiency, pulmonary edema, hypoxemic respiratory failure, cardiogenic shock, and stroke are considered secondary, cascading complications of the initial event. The surgical interventions were a result of case specific circumstances, as the valve was removed and surgical aortic valve replacement was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.